Manufacturer narrative:
Follow-up #1: date of submission: 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: a leak test was performed and failed due to cracked pump case and cracked battery compartment. Evidence of moisture in the form of corrosion was noted internally on all boards, and on the display. Unrelated to the original complaint, the battery compartment was cracked. In addition, investigation revealed a crack in the pump case near the lower right corner of the display. The screen was blank at the pump power up with intact auditory and vibratory features. The blank screen issue was due to internal moisture damage making further investigation of the pump impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/07/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.